Event description:
It was reported the gastrointestinal videoscope exhibited scope communication error b30. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, scope communication error b30 and no image occurred due to corroded plug unit. The most probable cause for the malfunction is traced to component failure. The most probable cause for foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.